Event description:
It was reported that during a stress test, the treadmill allegedly went from step 1 to step 5 without user command. The patient fell down on the walking belt before the emergency stop was activated. The patient's mask and electrodes were pulled off during the fall. The patient sustained superficial burns on her elbows.